Manufacturer narrative:
No device was returned to the manufacturer, nor was the lot number of the device reported by the user. The harvested blood vessel was successfully used as a coronary artery bypass graft.

Event description:
During use of the device for endoscopic saphenous vein harvesting, more than the expected amount of bleeding was observed. The harvested vessel remained suitable for use as a coronary artery bypass graft. There were no adverse consequences to the patient.